Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of dehiscence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to dehiscence which is addressed in the product labeling and risk documentation.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence. The patient stated the wound was open and she had a dressing on it. The patient was placed on an antibiotic until she could be seen by a physician. Further follow up reported that the patient had the device removed on (B)(6) 2025 and she was placed on bactrim. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence. The patient stated the wound was open and she had a dressing on it. The patient was placed on an antibiotic until she could be seen by a physician. Further follow up reported that the patient had the device removed on (B)(6) 2025 and she was placed on bactrim. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced wound dehiscence. The patient stated the wound was open and she had a dressing on it. The patient was placed on an antibiotic until she could be seen by a physician. Further follow up reported that the patient had the device removed on (B)(6) 2025 and she was placed on bactrim. There were no further patient complications reported.